Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 to oct 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 10/07/2021. An investigation was conducted on 10/13/2021. A visual inspection was conducted. The black shaft closest to the base of the jaws was observed to be peeled away, exposing the metal portion of the base of the jaws. Heavy amounts of blood and charred material was observed on the heater wire. Heavy amounts of blood was observed on the harvesting device handle. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed four (04) repetitions using "max life test method stm2048073. No excess smoke was observed during testing. Based on the returned condition of the device, the reported failure "peeled- shaft" was confirmed, but was not confirmed for the other reported failures "smoking" and "failure to cut".

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa stated that the black sheathing at the base of the cutting jaws started peeling off and partially obscure her vision. Additionally, they stated that the device was creating more smoke than usual during the cutting phase of the procedure but was not cutting the branches as it usually should. They replaced the kit in order to finish the case. No delay. No harm to patient. A replacement device was used to complete the procedure.